Event description:
The manufacturer received information alleging particles, particles in airway from device related to a bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles, particles in airway from device related to a bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of liquid ingress, dust, keratin and fibrous contamination in the blower box, blower housing, blower outlet seal, rear panel o-ring and blower box outlet. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The manufacturer concludes the contaminates found were consistent with water ingress, dust, keratin and fibrous, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.